Event description:
In 2008, the pt reported that air bubbles appear in her insulin cartridge, the day after the cartridge is inserted into the infusion device. She stated that when she inserts the insulin cartridge and primes no air bubbles are present. She uses insulin at room temperature. She was instructed to properly adjust the piston rod prior to inserting the insulin cartridge. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.